Manufacturer narrative:
(B)(4).

Event description:
The ra and rv leads were repositioned due to dislodgement. Both leads were successfully repositioned and remain actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.